Event description:
According to the rptr, she has been diagnosed with a latex allergy. Her symptoms began in 1994 and have included: nasal congestion, slight cough, and burning eyes. She also suspects a rash she periodically has on her forehead may be related to the allergy. The rptr works only weekends. Her symptoms began at work and usually dissipate within 1-2 days after her last day of work. The rptr has switched to a nonlatex glove. The medications she currently uses to treat the symptoms provide only minimal relief.